Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgical staff encountered repeated system errors 23013 and 23008. The surgical staff contacted an intuitive surgical inc. (Isi) technical support engineer (tse) for troubleshooting. The surgical staff used an emergency wrench to remove a cobra prograsp instrument and the system was rebooted. At that point, the system faulted with an error 23008. The tse reviewed the system logs and found repeated 23013 and 23008 errors referencing the left master tool manipulator (mtml), axis 6. The surgical staff emergency powered off the surgeon side console (ssc) and repeated exercising the mtml. However, the reported issue was not resolved and the system could not complete homing. Due to the unresolved system error message issues, the surgeon made the decision to convert the surgical procedure to open surgery.

Manufacturer narrative:
On (B)(6) 2013, an isi field service engineer (fse) performed a field evaluation at the site and repaired the system by replacing the left gimbal on the mtml. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was then tested and verified to manufacturer specifications. The gimbal was returned to isi and evaluated. Engineering evaluation indicated that a visual inspection of the gimbal revealed a broken-off screw head on the axis 6 bevel gear that would have caused the reported error. On (B)(6) 2013, isi contacted the initial reporter of this complaint and obtained additional information regarding the reported event. The initial reporter indicated that the system errors began to occur around 4 hours into the surgical procedure. She stated that they were already near the end of the da vinci si prostatectomy procedure. Since the system error message issues could not be resolved with troubleshooting, the surgeon made the decision to complete the surgical procedure via open surgical techniques. The initial reporter denied that the patient experienced any intra-operative or post-operative complications. She also indicated that since the repair the da vinci si system was functioning properly and there had been no recurrences of the system errors. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon converted the da vinci prostatectomy procedure to open surgical techniques after encountering repeated system errors.